Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation. The inspection of the device showed no discrepancies. The returned device was given functional testing: this showed leakage near where the pilot line attaches to cuff area. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. This device type is 100% visually and functionally checked for leakage during production. The investigation determined the most likely cause of the issue was damage induced during use.

Event description:
Information was received indicating that the cuff to a smiths medical portex® blue line ultra® tracheostomy tube was noted to easily deflate five days following placement. The tube was returned for analysis. There were no reported adverse patient effects.